Event description:
The patient is implanted with two leads from the same lot. A review of the patient's medical record was performed and identified the following issues. An x-ray was taken and revealed the leads had migrated completely out of the epidural space. The patient underwent surgical intervention where the leads were removed and replaced with new ones.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.